Manufacturer narrative:
Investigation description. Complaint could not be confirmed or duplicated. The leadscrew was able to rewind and prime to (B)(4) units successfully. No 'unable to proceed" error appeared. No faults were found with the device.

Event description:
It was reported that the user performed a factory reset and attempted to complete ilet setup but repeatedly received an ¿unable to proceed¿ alert during the cartridge and fill tubing steps, consistent with a mechanical problem during setup and fill. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, consistent with an occlusion-related ¿unable to proceed¿ error during the fill tubing step. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.